Event description:
Mother reports pump sn (B)(4) beeped yesterday and when mother checked it was still running. The pump beeped again today and then stopped for no reason. No error message was displayed. They have been changing batteries with every mix. Advised we would send a replacement pump via courier. No other info available. Reported to (B)(6) by pt/caregiver. Ref mw5086482.